Manufacturer narrative:
H11. Corrected data, b3. Date of event (mm/dd/yyyy): corrected to (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with opacity in patient's both eye (ou). Distorted mire in the right eye (od). Initially it was a tiny epithelial ingrowth ou on (B)(6) 2020 (1st post-op). Topical steroid dosage was increased. Patient''s chief complaint was of visual acuity od not improving and headache. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. On (B)(6) /2020, irrigation in the right eye performed. On (B)(6) 2020, epithelial ingrowth gone in the right eye, but no irrigation performed in the left eye. Bcva from (B)(6) 2020, right eye pre-op was 20/20 -1.00 x .00 x 90 and left eye pre-op was 20/20 -1.00 x .00 x 90. Bcva from (B)(6) 2020, right eye post-op was 20/30 -1.00 x -1.00 x 155 and left eye post-op was 20/20 .00 x .00 x 90. This is report 01 of 02 and pertains to the intralase laser.